Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, drawer failed. Customer tried to recover but issue wasn¿t resolve. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 27-MAR-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (TSS) guided the customer through the recover storage space procedure. Advised the customer to clear the obstruction and close the storage space. The customer then performed the recovery process. The system functioned as intended after the customer resolved the issue.